Manufacturer narrative:
Device manufacturer date: the device was manufactured in march 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Both clips were missing from the green connector and were not returned. There were several scratches on the housing of the connector. Because the clips were missing, functional tests could not be performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the subject device would not securely connect to the reprocessor, due to the silver pieces falling off. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed as there was only a 3-digit lot number and the manufacturing date was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. However, a final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.